Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
No medwatch form was received. (B)(6). (B)(4). No complaint received with return of device. Failure (event) observed during analysis. A partial lead was returned cut in two segments. Internal insulation abrasions were found at 7.4-7.9cm, 8.2-8.7cm, and 13.4-14.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the patient received inappropriate shocks and had discomfort due to a suspected malfunction on the lead. The lead was explanted and replaced competitively. The patient felt that his health had declined further since the surgery.